Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that the implantable cardiac monitor (icm) was nearing elective replacement indicator (eri). The physician explanted the device during non-related procedure. No patient complications have been reported as a result of this event.